Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient feels uncomfortable due to device moving or integration from abdomen to lower breast. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.